Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set was "nearly severed near one of the hubs". The tubing appeared to be sliced approximately 50-75% of the way through at the juncture of the soft tubing and the harder plastic of the most distal port. This was discovered while priming the line with normal saline. The saline was free flowing from the damaged area. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection was performed which revealed the broken tube at the union of the y-site and tubing. The reported condition was verified. The cause of the reported condition was due to human production during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.